Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 3500mcg/ml at 664mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The healthcare provider reported a previous motor stall with a recovery due to an MRI per the logs but the healthcare provider stated he expected that to occur. No patient symptoms were reported and no further complications expected. It was reported that the healthcare provider (hcp) stated there was nothing in the patient's records about the motor stall due to the MRI that recovered. There was no info related to the length of the stall or the date the event occurred. The patient's weight at the time of the event was (B)(6).